Event description:
Rv (right ventricular lead) capture threshold was first noted to be elevated in (B)(6) 2023, patient was requested to come to the device clinic but he canceled the appointment due to being incarcerated. Was noted that his rv lead impedance was >3000 ohms, rv capture threshold elevated at 3.75 v at 1 ms, lead affected the saint jude durata lead implanted in 2012, battery 12.3 years remaining, rv pacing less than 0.1%, defib (defibrillated) impedance not elevated. Patient was recommended to present for direct admission for rv lead fracture in the setting of history of sustained vt (ventricular tachycardia) and concern for under sensing of episode and not receiving appropriate therapies with fracture, also concern for inappropriate shocks from fractured lead.